Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer accidentally entered in a carbohydrates value of 389 grams instead of the bg area. The customer's blood glucose level was 389 mg/dl, which was addressed with a correction bolus. The contact stated that the customer's bg level did not go low as a result of the large correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.